Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 8.0mmx30mmx135cm express® ld iliac / biliary stent was selected. However upon opening the package and while preparing the device, the stent came off the delivery system balloon. The device was never introduced to the patient's body. The procedure was completed using another of the same device. No patient complications were reported.